Event description:
Boston scientific received information that this device was exhibiting a monitoring voltage of 2.84 seconds, and a charge time of 17.4 seconds. The health care professional (hcp) suggested that it hadn't lasted very long. Boston scientific technical services (ts) suggested that based on current programming the device is depleting close to normal, and that this device was close to elective replacement indicator (eri) based on charge times, and it requires two charge times over the limit to declare elective replacement indicator (eri). The device was explanted and successfully replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.